Event description:
It was reported that the latest in situ testing showed 5 electrode channels with status hi. Previous in situ testing was within normal limits. No trauma was reported.

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.